Event description:
It was reported the fluid warming device was intermittently overheating. The customer was unable to adjust the heat potentiometer. No patient injury was reported. No other information has been provided at this time.

Event description:
Additional information was received which stated the issue occurred during quarterly preventive maintenance.

Manufacturer narrative:
Event problem and evaluation codes: updated. Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was received with a cracked return tube, torn heater and label peeling. The customer stated problem was duplicated. During the investigation, faulty pcb (printed circuit board) assembly was found. Evidence of fluid ingression found on the pcb. Replaced return tube, o-ring, pcb, label and both heaters. The cause of the reported problem could not be determined. A manufacturing DHR (device history review) was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously.